Event description:
It was reported that when patient presented remotely via merlin.net transmission, showing episodes of non-sustained rv oversensing was observed. Due to a single occurrence of the oversensing episode which occurred during the threshold testing, no changes were made to the device. Changes were planned for the next in clinic visit. Patient will continue to be monitored. No further information available.